Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, perineal pain and nabothian cyst. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and menometrorrhagia ("protracted/ irregular bleeding/ mentrual cycles"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain and menometrorrhagia outcome was unknown. The reporter considered device dislocation, menometrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2020: partially visualized right-sided essure device extending into the expected location of the right cornua/upper endometrial canal. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received: previously reported event injury to herself replaced with migration of essure device and made medically significant and intervention required due to surgery. Other events chronic pelvic pain and protracted/ irregular bleeding / menstrual cycles added and reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, perineal pain and nabothian cyst. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and menometrorrhagia ("protracted/irregular bleeding/ mentrual cycles"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain and menometrorrhagia outcome was unknown. The reporter considered device dislocation, menometrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2020: partially visualized right-sided essure device extending into the expected location of the right cornua/upper endometrial canal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.